Event description:
A nurse reported that an intraocular lens (iol) was exchanged when it was noticed at a postoperative visit that one of the haptics was broken. The iol was exchanged for the same model, same power iol. In a follow up, the surgeon reported the event resolved with treatment.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were pulled out of the optic (returned - these haptics both had a bulbous area to indicate that a weld was conducted during the assembling process). The optic was scratched and the optic was torn/split/cracked in both haptic insertion areas. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/06/2009 by fax and mail. A completed questionnaire was received on 07/06/2009.